Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04027. It was reported the patient had invalid impedances, and the lead had migrated out of the epidural space. Follow up identified the physician replaced the lead with the same model lead. It was reported the patient was receiving effective stimulation postoperative. Both leads are reported since it was undetermined which lead was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.